Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose level of 2.6 mmol/l, there was insulin pump failure and the retainer ring was damaged. Customer was treated with food. Customer did not want to troubleshoot for low blood glucose value. The insulin pump will not be returned for analysis.